Event description:
It was reported that previously a capture anomaly was observed. The lead was later capped and replaced when the device reached eri due to high pacing thresholds. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.